Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for hypoglycemia on (B)(6) 2016. The customer never provided their blood glucose value. The customer was treated for their blood glucose with soda. Customer did say that she has been cutting back her insulin intake for a few months now but has been having the lows as of march this year. The customer did not troubleshoot and did not send the product back for analysis.